Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, error 32101 occurred and "recover fault" did not work. The site hard power cycled twice did not resolve this issue, so they decided to proceed the procedure without universal surgical manipulator (usm)4. The technical support engineer (tse) guided how to use the instrument release kit (irk) and disable usm 4, then confirmed the procedure started with three arms. The system was offline but the site read the logs and the tse confirmed it pointed axes controller motor (acm) usm 4. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The usm 4 was analyzed and in logs, the 32101 error was found indicating fault on the usm high-side switch error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where fault check was found to be failing on the axes control motor (acm). Once testing was completed, the acm was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis the probable root cause is attributed to the axes control motor (acm) in the usm.